Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the sensor indicated a ¿high¿ value, and the patient decided to administer a insulin bolus of 5 units. Approximately 30 minutes after the bolus the pump displayed a value of 80 mg/dl with a downward arrow, which led to convulsions and loss of consciousness. There was no bg values reported. An ambulance was called by a classmate. During transportation by ambulance, the patient received physiological treatment (unspecified treatment via injection) and regained consciousness. The patient was discharged from the hospital the next day. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.